Manufacturer narrative:
The biomedical engineer reported that the bsm had a blank screen while in use. They can power on the device but cannot see anything on the screen. No patient harm was reported. The device was brought in for evaluation and repair on 06/12/2024. The reported problem was duplicated. The unit powered on, but the lcd screen remained all black. This unit has an older lcd model that we no longer support and will be upgraded to a new model with all the necessary parts for conversion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/05/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/24/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/02/2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that the bsm had a blank screen while in use. They can power on the device but cannot see anything on the screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the bsm had a blank screen while in use. They can power on the device but cannot see anything on the screen. No patient harm was reported. Investigation summary: the complaint device was received by nk on 06/12/2024 for evaluation and repair. The device was evaluated on 06/20/2024 and the complaint was duplicated. The unit powered on, but the lcd screen remained all black. The unit was also damaged on the rear and front enclosures. No fluid intrusion was observed. The lcd, touchscreen, interface board, operation panel, associated cables, and rear and front enclosures would need to be replaced to repair the device. The repair quote was updated due to the parts that need to be replaced. Multiple follow-up requests were sent to the customer, but they were unresponsive. The device has yet to be repaired due to lack of response from the customer. The cause of the issue was hardware component failure of the lcd and touchscreen, possibly from physical damage from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number shows that the unit is 13 years old. Due to the age of the device, wear-and-tear may be a likely contributing factor to the component failure. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from "bsm-6701a" to "life scope tr." D4 additional device information / model #: corrected the model # from bsm-6701a to mu-671ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the bsm had a blank screen while in use. They can power on the device but cannot see anything on the screen. No patient harm was reported.